Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a trailblazer with a 6f x 45 cm non-medtronic sheath and 0.018 non-medtronic guidewire during treatment of a fibrous cto (chronic total occlusion -100%) in the mid left superficial femoral artery (sfa). Slight tortuosity and moderate calcification were reported. IFU was followed. It is reported the wire appeared to have perforated the trailblazer. From angiographic appearance, the wire prolapsed in the artery outside of the support catheter. The wire and trailblazer were both removed from the patient with no issues noted. The procedure was aborted. No injury reported.

Manufacturer narrative:
Additional information: no intervention was required for removal of the device from the patient. There was no injury to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the trailblazer was returned. Visual inspection: the trailblazer was inspected and found a green 0.016" guidewire loaded. Approximately 164cm of the guidewire was exposed outside from the manifold of the trailblazer. It was observed the guidewire was loaded to the tip of the trailblazer. The three marker bands were identified on the trailblazer and were intact. Kinks to the trailblazer were identified within the location of the three marker bands at the distal end of the catheter. Dried blood was noted with the inner diameter of the catheter shaft. Functional testing: the gw was attempted to be removed; however it was stuck inside the lumen of the gw. If information is provided in the future, a supplemental report will be issued.